Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors had blood/body fluid (not obstructed).

Event description:
It was reported that during an implant attempt, there was difficulty positioning/fixing the left ventricular lead due to the patient's anatomy. The lead had high thresholds and was causing diaphragmatic stimulation. The lead was explanted and no other lead was placed. No patient complications have been reported as a result of this event.